Manufacturer narrative:
PMA/510k#: k210476. Supplemental report is being submitted as a cancellation as additional information received on 08 jan 2025, as only 22 gauge had both puncture and sheath issues no puncture issue with 25 gauge, the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Event description:
Supplemental report is being submitted as a cancellation as additional information received on 08 jan 2025, as only 22 gauge had both puncture and sheath issues no puncture issue with 25 gauge, the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
PMA/510k#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Translated: when manipulating to adjust the needle, the sheath is completely disconnected, and the locking knob does not have a stop so it can come out completely. Furthermore, when trying to puncture the lymph node to take a sample, the needle does not come out completely and feels rigid. As with resistance as indicated by the user doctor. No unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence. The following information has been received via email on (B)(6)2024. Lot c2204162. 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc). Lungs. 2. If lungs, which lymph node was being targeted? E.g. R, l, r, ao, ar, ri, s, etc. Group 7. 3. Please describe the size of the intended target site. N/a. 4. Was the device used in a tortuous position? No. 5. Was the device damaged in packaging before removal? No. 6. Was the device damaged on removal from packaging? No. 7. Was force required to remove the device? No. 8. Was the scope recently service/repaired? No. 9. Was force required on insertion of device into scope? No. 10. Was resistance felt while inserting the device through the scope? No. 11. When was the issue noted? E.g. On advancement of the sheath/needle or on needle retraction? This measurement had no problem in the advancement of the needle, it is even punctured without problem, the problem is that the sheath is unsheathed. 12. Was the syringe used during the procedure, after the stylet was removed? No, it connects to the pavilion suction. 13. Was difficulty experienced while retracting the needle? No. 14. Was it possible to be fully retract before removing the needle from the patient? Yes. 15. Was gaining access to the targeted site difficult? No. 16. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 17. Was puncture of the targeted site difficult? No. 18. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes. 19. Was the stylet partially removed when advancing into the target site? No. 20. How many samples were obtained with this needle? Less than a drop. 21. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 22. Was there difficulty in attaching or detaching of the device leur lock to the scope? No.